Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction consisted of redness, inflammation, blisters and burning sensations under the entire sensor patch adhesive. The patient had a virtual consult with a medical doctor on (B)(6) 2022 and an oral antibiotic (cephalexin) was prescribed. At the time of the report, the swelling and redness had decreased. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).